Manufacturer narrative:
(B)(4).

Event description:
It was reported by the registered nurse (rn) who called the clinical support specialist (css) about an intra-aortic balloon (iab) rupture. The rn stated that an alarm occurred, and blood was noted in the drive line tubing. As a result, the iab was removed and the doctor chose not to reinsert. Patient was reported as being stable. There was a report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. During the investigation, blood was confirmed within the iab helium pathway. The cause of how the blood entered the helium pathway was unable to be determined due to the returned state of the device. The returned iab was too damaged to analyze. The root cause of how the blood entered the helium pathway is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the registered nurse (rn) who called the clinical support specialist (css) about an intra-aortic balloon (iab) rupture. The rn stated that an alarm occurred, and blood was noted in the drive line tubing. As a result, the iab was removed and the doctor chose not to reinsert. Patient was reported as being stable. There was a report of delay in therapy. There was no report of patient complication or serious injury and death.